Manufacturer narrative:
Image review: a total of eleven intraprocedural media files were submitted for review. The absence of the patient's executive summary limited the ability to conduct a comprehensive anatomical assessment; however, available documentation indicated the presence of a bicuspid sievers 0 valve, tortuous anatomy, and ectasia of the ascending aorta. The initial aortogram demonstrated no evidence of a pre-existing aortic dissection. Fluoroscopic inspection of the valve load confirmed appropriate loading. Pre-implant balloon dilation was performed prior to valve implantation, allegedly required two attempts. During the initial implantation attempt, valve infolding was observed. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. The infolded valve was subsequently removed, and a new valve was prepared and confirmed to have an adequate load. Deployment was performed up to the point just prior to no recapture, with depth assessment conducted exclusively in the lao view. The estimated implantation depth was approximately 6 mm at the non-coronary cusp (ncc) and 5 mm at the left coronary cusp (lcc) as well as potential, though subtle, indicators of aortic dissection. Depth at the ncc is assessed in the cusp overlap view; if satisfactory, the lao view (not exceeding 25°) is then used to eliminate parallax and assess the lcc depth. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Caution: bioprosthesis implant depth =1 mm may contribute to an increased risk of prosthetic valve dislodgement during valve release, delivery catheter system (dcs) retrieval, or post-implant dilatation. In this case, the valve was released and following release, the subsequent angiogram demonstrated ventricular dislodgement of the valve and evidence of aortic dissection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure involving a bicuspid sievers 0 anatomy, several complications occurred. There was difficulty achieving good wire position due to tortuous pelvic anatomy and ectasia of the ascending aorta. Challenging pre-dilation required two attempts. Passing the pre-dilation balloon with the valve was difficult, and placement of a non-medtronic guidewire (lunderquist) was attempted but not possible. The first valve implantation resulted in significant tilting and infold of the valve. A new system and valve were loaded, and a higher starting position with a changed wire position was used. The valve was released and slipped significantly deeper after release, but no paravalvular leak was observed. Imaging review detected a significant dissection of the aortic root on the right coronary side, which was evident in the first images after pre-dilation and valve passage. Open surgery and aortic root replacement were considered but not performed. The patient remained hemodynamically stable and was managed conservatively with close monitoring. No deterioration was observed until the following day. Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was approximately 3-4 mm on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc), but placement was reported to be challenging. The direction of dislodgement was ventricular. After the valve dislodgement, the implant depth was 8-9 mm on the ncc and 10 mm on the lcc. A slight procedural delay occurred as a result of the infold. The physician indicated that the patient's bicuspid anatomy contributed to the infold. Per the physician, the cause of the vascular injury was probably the pre-implant balloon dilation or the valve crossing, and it was unclear whether the first valve or first delivery catheter system (dcs) contributed to the injury. The physician did not attribute the second valve, second dcs or guidewire to the vascular injury. The patient was reported to be alive and out of the hospital.

Event description:
It was reported that during a transcatheter aortic valve implantation (tavi) procedure involving a bicuspid sievers 0 anatomy, several complications occurred. There was difficulty achieving good wire position due to tortuous pelvic anatomy and ectasia of the ascending aorta. Challenging pre-dilation required two attempts. Passing the pre-dilation balloon with the valve was difficult, and placement of a non-medtronic guidewire (lunderquist) was attempted but not possible. The first valve implantation resulted in significant tilting and infold of the valve. A new system and valve were loaded, and a higher starting position with a changed wire position was used. The valve was released and slipped significantly deeper after release, but no paravalvular leak was observed. Imaging review detected a significant dissection of the aortic root on the right coronary side, which was evident in the first images after pre-dilation and valve passage. Open surgery and aortic root replacement were considered but not performed. The patient remained hemodynamically stable and was managed conservatively with close monitoring. No deterioration was observed until the following day.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013110357); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0013102626); product type: 0195-heart valves; product ID evfxplus-29 (r081804); product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.